Manufacturer narrative:
The impella device was not received from the customer, therefore investigation of the device was not possible. Should additional information be provided in the future, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient exhibited poor perfusion to operative leg, peel away was left in place and side port connected to antegrade sheath for distal perfusion. It was reported the reperfusion sheath to the right leg was clotted off in the morning but there was a distal pulse. The patient was successfully weaned from the extracorporeal membrane oxygenation (ECMO) and impella in the operating room. The patient remained stable post explant per the perfusionist.